Event description:
Patient with dry eyes. Patient was not treated with topical or oral steroids. There was no flap lift and rinse performed. Dry eyes affecting visual acuity. Uncorrected visual acuity (ucva) was distance 20/30 on the right eye and distance 20/70 on the left eye. Best corrected visual acuity (bcva) was distance 20/20 on the right eye and distance 20/20 on the left eye. Patient with light sensitivity when reading. Blurry distant visual acuity. Additional follow up was obtained. Patient is still having blurry vision and dry eye symptoms. Patient probably needs a re-treatment, but is very cautious because of the way patient healed after the first procedure. Customer offered her to see physician about the dry eyes, and patient said she would have to think about it.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Amo's field service engineer (fse) visited the site on (B)(4) 2013 for preventive maintenance and did not identify any issues associated with the event. The system meets amo's specifications.